Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al7343, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "sutures ruptured at the needle-thread junction"? Did the suture thread break into 2 pieces close to the swage location? Or did the whole suture thread separate/detach/pull off from the whole needle body ? Or did the needle break into 2 pieces on the swaged part of needle body? Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event /procedure during use on patient while suturing?

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. During the procedure, the suture ruptured at the needle-thread junction during suturing of the operative wound. There were no adverse patient consequences reported. Additional information has been requested.